Event description:
It was reported that during a sales call to the hospital, the manager of anesthesia services/surgical services brought to the attention of the sales representative, that a spring wire guide (swg) in their central venous catheter (cvc) kit was frayed or sheared at the distal end. They stated that they pulled the swg out of the catheter and it was sheared or frayed at the end. The manager and physician in attendance were not able to provide a lot of details. The sales representative assumed this was a multi-lumen catheter, but does not know the exact product number. The account refuses to provide add'l info.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.